Event description:
In the middle of surgery, the anesthesiologist saw a message appear on the ventilator control display indicating that shutdown was about to occur. This is the same message displayed when the main power switch is turned off. Machine proceeded to shutdown. Machine was rebooted and the case was continued. Manufacturer's service rep examined the machine and concluded the main power switch was turned off. Staff indicate they were not doing anything around the power switch. The switch is a rotary switch with a guard around it. It is very difficult to accidentally turn the switch off. A review of the event log indicates the power switch was turned off, then back on within 0.01 seconds. It seems unlikely the staff caused this by manipulating the switch. Manufacturer's service rep inspected the switch and switch wiring. No problem found. Machine was returned to service.